Event description:
On (B)(6) 2013, a gore hybrid vascular graft was implanted as an av access graft from the auxiliary vein to the brachial artery. The implant was successful and a balloon touch up performed on the nitinol reinforced section. At the close of the procedure, good flow through the graft was observed. The pt returned 7 days post implant when the graft reportedly clotted. The physician intended to perform a thrombectomy procedure to treat the clotted graft.

Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.